Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the rotor on the blood pump of a 2008t machine damaged the bloodlines during a patient's hemodialysis (hd) treatment. A user facility registered nurse (rn) provided additional information during follow-up. The patient was approximately halfway through treatment when the 2008t machine alarmed with an air detected message. The medical staff discovered blood coming from the blood pump of the machine. A cut was visually observed on the bloodlines that was sustained from the blood pump of the machine. There was no defect nor damage and no issues with the bloodlines prior to the occurrence of the reported event. There was no serious injury or medical intervention required as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 150 ml. Treatment was restarted on a different machine and completed successfully with new supplies. The biomed stated that the blood pump rotor was replaced with an available spare to resolve the reported issue. The machine is back in service as an available backup machine. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the rotor on the blood pump of a 2008t machine damaged the bloodlines during a patient's hemodialysis (hd) treatment. A user facility registered nurse (rn) provided additional information during follow-up. The patient was approximately halfway through treatment when the 2008t machine alarmed with an air detected message. The medical staff discovered blood coming from the blood pump of the machine. A cut was visually observed on the bloodlines that was sustained from the blood pump of the machine. There was no defect nor damage and no issues with the bloodlines prior to the occurrence of the reported event. There was no serious injury or medical intervention required as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 150 ml. Treatment was restarted on a different machine and completed successfully with new supplies. The biomed stated that the blood pump rotor was replaced with an available spare to resolve the reported issue. The machine is back in service as an available backup machine. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: two blood pump rotors were returned to the manufacturer for physical evaluation. The first rotor was returned with one of the rear sleeves (guide sheave) loose and deformed. The deformed sleeve can be easily removed from the guide pin. There are no discrepancies with the other three sleeves. The second rotor was returned with a missing sleeve and a loose sleeve on the rear guide pins. However, the loose sleeve was not deformed nor damaged. Each of the rotors were installed onto the blood pump module of a test machine for testing. A patient test was performed and neither rotor damaged the bloodline of the treatment setup nor were there fluid leaks nor alarms that were encountered. It was noted that the first rotor produced a clicking noise due to the defective sleeve dislodging from the pin and rubbing against the rotor housing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.